Event description:
A malfunction alarm was reported with a resettable malfunction code, and the fault ID was provided. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer experienced this issue multiple times previously. Technical support instructed the customer to return the pump using a pre-paid label within 10 days and confirmed the shipping address. Meanwhile, the customer will continue using the current pump as backup therapy. Technical support also guided the customer on putting the pump into storage mode before returning it.